Event description:
Caller reported that the pump battery would not charge using the tandem provided cable. There was no adverse impact to the customer's blood glucose level. The customer was able to charge the pump with a 3rd party cable.